Event description:
It was reported by the customer that a pyxis medstation es system was black screen and machine was locked out. Customer stated that there was a delay in dispensing workflow and reported no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer controller was failed it is causing station shutdown. A field service engineer replaced the drawer controller to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.